Event description:
During an attempted screw extraction, the tip of the driver was broken off inside the hex of the screw. Screw had been implanted 9 years ago. Surgeon chose to leave both the screw with the driver tip stuck in it's hex in the pt.